Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-15231 - device 12 of 12

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twelve infusion set fell off events during use including four events in (B)(6) and (B)(6) each and on (B)(6), 2024. The set was in use for 2 days. Blood glucose levels were 200 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.